Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery was lasting 1 month. There was no noted damage to the pump. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the complaint could not be duplicated or confirmed on investigation. A review of the pump¿s black box data revealed no history of related issues. Electrical current draws were found to be within specification. Unrelated to the complaint, a battery compartment crack was observed during evaluation. There was no evidence of moisture within the battery compartment or on the underside of the battery cap. The battery cap threads were found to be damaged. The battery cap was unable to be secured properly to the pump; power loss was not observed during investigation.